Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
The rod became disconnected from the rod due to unitized set screw loosening.

Manufacturer narrative:
(B)(4). One (1) verse dual innie set screw [product code: 1997-21-000, lot no: sn (B)(4)] was returned for evaluation. Visual examination found signs of device usage. Also, striations were found at the bottom of the set screw, indicative that the set screw was tighten down to an accompanying rod. Threads also demonstrated signs of usage. However, no product failures were identifying. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause for the reported device becoming loosened cannot be positively determined. Observations found signs of device usage however, no abnormalities nor product failures were identified. A possible variable for the devices becoming loosened cannot be identified based on the information provided and observation of the returned device. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.